Event description:
It was reported in a prospective (B)(6) study that 38 patients underwent ips (interspinous process spacer) surgery for lss (lumbar spinal stenosis) with neurogenic claudication with a 1-year follow-up time period. Implants included devices comprised of titanium or peek from multiple manufacturers. It was reported that a minimally displaced spinous process fracture directly adjacent to the implant was identified by CT (computed tomography) in a (B)(6) female patient 2 months after placement of an interspinous spacer at l4-l5. Grade 1 degenerative spondylolisthesis was also observed at the surgical level. No fractures were apparent on the lateral radiograph taken immediately before CT imaging for this patient. No further patient information or complications were reported.

Manufacturer narrative:
Literature article citation: david h. Kim et al. "Association between degenerative spondylolisthesis and spinous process fracture after interspinous process spacer surgery". The spine journal 12 (2012); 466-472. Date of event is unknown. (B)(4). : neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.